Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the bearings were worn out and loose creating a situation where the cutter is difficult to insert, and causing vibration. The assignable root cause was determined to be due to worn damaged bearings which were no longer in axial alignment due to normal wear and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
During subsequent follow-up with the reporter, additional information was obtained. It was reported in the initial medwatch report that the event date was unknown. Upon further investigation it was found that the event occurred on (B)(6) 2016. The reporter stated that the event occurred during an unspecified surgical procedure. It was reported that there was no delay in a procedure due to the event, and an unspecified spare device was available for use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the attachment device was "chattering". This event was not reported to have occurred during a surgical procedure. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.